Event description:
To whom this may concern: I'm writing you today to inform you about the amount of pain, mental anguish, and stress my husband and I have unfortunately experienced with the permanent birth control called essure. I was advised by my obgyn, dr (B)(6) at (B)(6) that it would be done in the office with little to no bleeding and would take 10 - 15 minutes. I not only bled for a month, the procedure also lasted for about an hour as well. I currently look and feel 4 to 5 months pregnant, including sharp, severe pelvic, abdominal, chest, joint, and hip pain. I have rashes all over my stomach, random bruising, acne, weight gain along with severe bloating, forgetfulness, depression, discharge, painful/ leaky breast (and I don't breast feed!), bleeding after sex, fatigue, numbness in my hands and feet, migraines, and I even feel vibration in my abdomen where I believe my tubes are located. I often get anxiety and panic attacks and lately when I bend over or stretch, I feel tugging on the inside of my stomach. The list goes on and on and I never had these problems before essure. I'm (B)(6), married, and a stay at home mom with four boys. I feel like my life is over since I had this procedure done due to my doctor's advice. I'm not able to play with my kids like I want to or be intimate with my husband because it's so painful to walk, sit, or even get up to do anything. I'm angry/depressed, and constantly yelling and screaming at my husband and kids...I'm even out of breath from just cleaning the house. I strongly believe you should take essure off the market or at least educate doctors about this product. Maybe, just maybe, when doctors decide to stop worrying about how much is in their pocket and more about the health of their patients, it won't have to get this far to prove a point. I am now looking for insurance since (B)(6) pays to have it implanted and not removed. Essure should be taken off the market and every woman who has been implanted and suffered from it (including myself!) Should have the option of removing this birth control. No matter what insurance or how much money they have in their pockets...no questions asked!. My husband and I have packed on so much stress behind essure. The excruciating pain is unbearable and I just want my life back and to wake up from this horrible nightmare called essure thank you for your time, (B)(6).